Event description:
Customer stated that the meter is reporting an error at the end of a count down. Customer also stated that sometimes half of the numbers are missing but after customer moves the meter around they appear. Customer replaced batteries 2 months ago. A review of the system was done over the phone. The review indicated that segments were missing in the 100s, 10s and units positions of the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.